Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported event. A replacement device has been sent to the customer. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient has reported that their personal diabetes manager (pdm) is delivering insulin after they have paused insulin delivery.